Manufacturer narrative:
Concomitant medical products: 6935m-55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was possibly intermittently undersensing during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.